Manufacturer narrative:
One mz5303 sample was received without packaging for investigation of pr 14018120 & 14288722. No residual fluid was present and no connecting product was returned with the sample. The customer reported that the affected sample was from lot 25079108 and that "when flushing the valve with nacl, there was a spontaneous misalignment of the valve between the tubing and the valve". During the investigation of pr14018120, the maxzero housing fractured with minimal manipulation and the housing separated from the rest of the sample. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; as the damage was not identified by the customer, and occurred during manipulation at the dchu, it is unlikely that a manufacturing defect contributed. A review of the production records for lot 25079108 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5303 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set was damaged. The following information was provided by the initial reporter: during the physical sample analysis of pr(B)(4). It was discovered that the maxzero body has fractured and separated from the rest of the component. This was not part of the original report. Pr#(B)(4) - event description: commercial reference (B)(4) batch number 25079108 date of occurrence (B)(6) 2026 it was reported that "when flushing the valve with nacl, there was a spontaneous misalignment of the valve between the tubing and the valve". Number of patients or individuals affected: 1. Number of devices affected: 1. Clinical consequences and current status of the patient or individual involved: no clinical consequences, rapid treatment of the patient. Could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? There is no visible damage. Was patient or user harmed? If yes, please explain - the patient was not injured.